Event description:
It was reported that the external pulse generator (epg) was returned for repair. Follow-up was conducted to obtain additional information about the details of the repair request but to date no additional information has been received. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower part of display has missing lines and the display was defective, the upper and lower cases were broken, the lens was broken, the battery drawer was broken, the battery removal time is too low, both bails and bail covers were missing, the attachment ring and cover were missing. (B)(4).